Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was moderately calcified. After pre-dilatation was performed, the armada 35 balloon would not deflate properly and there was difficulty removing the device through the 6f sheath. The device had been inflated one time for 2 minutes. A few seconds of negative was held but they tried it a few times before deciding to remove it. The balloon catheter and the sheath were removed from the anatomy as a single unit with the balloon partially inflated. There was no resistance during removal of the protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. The complaint handling database was reviewed and although there were no similar events for this lot, av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.